Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with dizziness and in complete heart block. Upon interrogation, the right ventricular lead exhibited high impedance and intermittent capture at max output. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of high lead impedance and intermittent capture were confirmed. Final analysis found the five filars of the outer coil were crushed and fractured at 26.6 cm from the connector ping consistent with clavicle crush damage.